Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had not met with a rep since the battery had been overheating a couple years ago. They stated that was an issue that finally went away on it's own. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the battery just started overheating without any changes been made. The patient reported that the rep did a reset and it eventually stopped on it won. The patient reported that it has not overheated for a long time. The patient reported that it did for a while after the visit. *omitted information included in related (B)(4)has to charge every day, ins goes dead*